Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer confirmed with the remote service engineer (rse) that the diagnostic code for the alarm was logged. The customer informed the rse that no parts had been replaced in the device recently. The rse advised the customer to replace the 3rd and 4th solenoids, and provided the customer with the part information needed to place an order, the replacement procedure, and the post-replacement testing. A good faith effort (gfe) response from the customer confirmed that replacement solenoids had been ordered but had not been received as of the date of the gfe response. This investigation is ongoing.